Event description:
New information received noted that the lead noise triggered inappropriate automatic mode switch episodes. The patient would continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise. The lead was further evaluated. There were no patient consequences.